Manufacturer narrative:
The patient experienced pain, erosion, extrusion, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent a mesh implant (monarc) on (B)(6) 2009. The patient also underwent mesh revision on (B)(6) 2009 due to stress urinary incontinence and bladder prolapse. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2009 and mesh was implanted; and on (B)(6) 2009, monarc was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.